Event description:
It was reported that the battery of the t:slim x2 pump "would not charge". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.